Manufacturer narrative:
The review of the device history record (DHR) showed with this product lot no irregularities or deviations. All released capsular tension ring met their dimensions according to the review of the DHR and measurement protocols. A product examination could not be made due to the product was not returned. The instructions for use (IFU) and risk analysis were considered acceptable hygienic condition of the product: unknown, the product was not returned. A manufacture-related root cause is not detectable. User-related factors, such as handling or loading techniques of the actr might have contributed to the event. The reason of complaint is not detectable. The root cause is not detectable. To ensure an adequate investigation, we recommend the return of claimed product. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during an capsular tension ring (actr) implant procedure, the surgeon initially tried to inject the actr into the patient's capsular bag. However, it was observed that the hook of the actr was broken. Subsequently, another pack of actr was opened, there was a patient contact with the device. There was no patient harm.

Manufacturer narrative:
Morcher received the product specified above in its opened packaging. The implant was inside the opened container. The tyvek sheet of the container was fixed with tape. A visual inspection of the product revealed that the eyelet of the capsular tension ring (actr) is broken (figure 1). The existing eyelet-part is severely damaged near the point of breakage (figure 2). In addition, six notches are visible. The damage indicates that a large force was applied by grooved forceps while using the ar. The dimensions of the broken actr were measured. The diameter of the ring, its intact eyelet and the thickness of the actr met the specification. A dynamic fatigue durability test of the broken actr was performed based on din en iso 11979-3 ophthalmic implants - part 3: mechanical properties and test methods. The test revealed no evidence of a material weakness. The broken ring met its specification. Hygienic condition of the product. No biological contamination detectable. Based on the investigation results it can be determined that a huge force was applied during the preparing/use of the actr by the user. User-related factors, such as handling or loading techniques of the actr, especially the use of grooved forceps, have contributed to the event. A manufacture-related root cause is not detectable. The manufacturer internal reference number is: (B)(4).